Event description:
The table brakes failed while attempting to assist a patient onto the table. The technologist caught the patient but possibly injured her back (lower back strain). There was no injury to the patient. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).